Event description:
Breast implant placed in 2014. I have since developed autoimmune issues, extremely elevated bp, palpitations, hair loss, rashes, multiple symptoms. Allergan silicone breast implants 120-440 textured. Increased stress hormones. FDA safety report ID # (B)(4).